Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump did not alarm for replace battery prior to powering off. The reporter also stated that the basal history showed zero upon powering on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: a review of the pump¿s history showed that the last basal delivery was made on (B)(4) 2013. The history showed a power interruption for 1 minute on (B)(4) 2013 at 7:04 am; the pump was primed and basal delivery resumed at 7:19 am. The battery voltage prior the reboot was above the replace battery alarm¿s threshold; the pump gave a low battery warning on 10/18/2013 8:09 pm. During testing, the pump powered on normally. The pump was able to be primed and exercised successfully with no alarms. An external power supply was used to simulate a low battery warning and replace battery alarm. The pump emitted the appropriate audible and visible alerts for both and both were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.